Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a power on reset and the device was at elective replacement indicator. The device was replaced. No patient complications have been reported as a result of this event.